Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed alarm. Customer¿s blood glucose level was 250 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and was able to complete rewind. Customer also reported that the alarm recurred after battery change. The customer was also advised that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).